Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump user¿s insulin on board (iob) settings showed that the ¿iob duration¿ was set 4.0 hours. A test was performed with 10 unit bolus and a duration period of 2.0 hours. After two hours, the iob status was 0.00 and this was accurately reflected in the iob status. The iob was calculated manually with the same result obtained. The iob feature was found to function properly during testing. The issue of the insulin on board feature not calculating correctly was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board feature was not calculating correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.